Manufacturer narrative:
Evaluation summary: the product was returned wrapped in surgical gauze. Solution is dried on the lens. The optic is cut into two portions, typical of insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a non-qualified handpiece, and a non-qualified viscoelastic. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause may be related to a failure to follow the dfu. The file indicates the use of a handpiece that is not qualified for the lens/cartridge combination used and the use of a non-qualified viscoelastic. The use of non-qualified products may result in lens delivery difficulties or lens damage. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(6).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, the iol shot out of the injector, the capsule ruptured and the iol was removed through an enlarged incision. The iol was replaced during the procedure.